Manufacturer narrative:
Citation: chamandi c et al. Transcarotid compared with other alternative access routes for transcatheter aortic valve replacement. Circ cardiovasc interv. 2018 nov 16;11(11):e006388. Doi: 10.1161/circinterventions.118.006388. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety, feasibility, and early clinical outcomes of transcarotid transcatheter aortic valve replacement compared with transapical and transaortic approaches. Outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from 3 centers between january 2012 and june 2017. The study population included 329 patients (predominantly male; mean age 79 years), 47 were implanted with medtronic corevalve (9) or evolut r (38) bioprosthetic valves. No serial numbers were provided. Among all patients, the procedural and 30-day mortality rates included: 3 patients and 19 patients, respectively. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, second valve implanted, conversion to sternotomy, cardiac tamponade, myocardial infarction, stroke (disabling and non-disabling), transient ischemic attack, new-onset atrial fibrillation, moderate-severe aortic regurgitation, major or life-threatening bleeding, major vascular complication, and access site infection. It was reported that the patients who experienced a stroke underwent computed tomography or magnetic resonance imaging and were assessed by a consultant neurologist. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.